Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: conduction system pacing-induced ventricular arrhythmia: case report. Annals of noninvasive electrocardiology. 2026. 31:e70190. Doi: 10.1111/anec.70190 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding conduction system pacing-induced ventricular arrhythmia. The authors described a patient who underwent the implant of cardiac resynchronization therapy (crt) with left bundle branch area pacing (lbbap). One day post implant, the patient experienced an episode of ventricular fibrillation (vf) which required defibrillation and initiation of a beta-blocker. Device interrogation showed appropriate sensing, capture, and no dislodgement. It was suspected that the vf occurred due to lbbap-induced premature ventricular complexes (pvcs). The lead remains in use. No additional adverse patient effects were reported.